Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 20-march-2024, it was reported by the patient that she faced bruising and leaking at infusion set insertion site with 10 infusions set. The infusion set was in use for 18-36 hours. The blood glucose level was 400mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.